Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels which was 747 mg/dl and diabetic ketoacidosis and received injections and IV drip. The patient was hospitalized for 4 days and experienced flu like symptoms. The patient also had ketones and had been using insulin pump system within 48 hours of reported high blood glucose event. No further information available.